Event description:
On (B)(6) 2011, patient reported when she presses the menu or the check key button on the infusion device, the device does not respond. Patient stated this is the first time she has noticed the issues with the buttons. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.